Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that corrosion on the electrical connector caused the no image event. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the bronchovideoscope displayed no image due to corrosion on el-connector. There was no patient involvement.